Manufacturer narrative:
The event unit was returned for eval. Upon inspection, engineering found that the spring and shield of the obturator were dislodged from the base, which most likely caused the obturator to become lodged inside the trocar. No damages were found to the remaining components. Obturators are checked 100% for functionality during production. The dislodgement may occur if the obturator is not inserted or removed from the seal and the cannula axially, removed from the spacer using torque against the spring, or if dropped from a few feet. Applied medical is aware of the sensitivity of the design and is currently investigating device enhancements to improve the performance of the spring and shield. This document represents our initial/final report.

Event description:
Lap chole: "doctor said trocar was being inserted and obturator would not come out. He said the spring appears to be broken."